Event description:
Reported via patient call center. It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman closure device was selected to be used. During the procedure, the physician knicked the patient's heart, causing the patient to have an open-heart surgery. No further information was provided.

Manufacturer narrative:
B3 date of event: aware date was used as event date as the actual event date is not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Manufacturer narrative:
B3 date of event: aware date was used as event date as the actual event date is not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman laa closure device was not returned; therefore, device analysis could not be completed. Device history record review the batch number of the watchman laa closure device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman laa closure device instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include perforation (surgical intervention). Risk review as the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. A risk review was completed and confirmed that the event of perforation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center it was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman closure device was selected to be used. During the procedure, the physician knicked the patient's heart, causing the patient to have an open-heart surgery. No further information was provided.